Event description:
An infusionh pump with an 812:02 failure code that occurred during service. The hospital representative stated that there have been no reports of patient incident since the last baxter service event.